Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An operating room mgr reported difficulties while attempting to use fluid/air exchange during a vitrectomy procedure. The facility contacted technical svcs and followed the recommendations to replace the hose and reprime the sys. The sys then began to run smoothly and there was no injury to the pt.